Event description:
The reporter stated that the surgeon was inserting a collamer three piece lens model cq2015 into pt's eye and the haptic tore off. The surgeon enlarged the incision to remove and replace the lens with another model lens. A suture was required to close the incision.